Event description:
It was reported that pump generated recurring cartridge alarm 20 with consecutive cartridges, and issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump with updated software, cancelled an initial incorrect replacement order, submitted a new order with correct part, confirmed shipping details, and instructed customer to place pump in storage mode, return problematic pump within required timeframe, and set up pump settings and continuous glucose monitor on replacement device.